Manufacturer narrative:
(B)(4) a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of erosion, ocular pain, fibrosis and high intraocular pressure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Additional information reported patient experienced severe pain, nausea (not device related), and extrusion in the left eye 2 months after needling and repositioning procedure performed. The device has been explanted and patient has been treated with ppv.

Manufacturer narrative:
The event of endophthalmitis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding the event, product, and patient details has been requested. No additional information is available at this time. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported endophthalmitis in the unknown eye against the xen®45 gts.